Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1613c124e, serial/lot #: (B)(4), ubd: 15-feb-2019, UDI#: (B)(4); product ID: etlw1613c93e, serial/lot #: (B)(4), ubd: 12-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 51mm abdominal aortic aneurysm. The proximal aortic neck diameter measured 27mm. The diameter just above the cias measured 19mm. Proximal neck thrombus and calcification of the left and right iliac were noted. It was reported the patient presented with leg pain approximately a year and ten months later a cta identified clot formation within the endurant bifurcate, just above the flow divider. Intervention was completed with the administration of a thrombolytic drug and a thrombectomy was performed to remove the clot. It was noted that further clots were observed distally in the original endurant limbs. An additional endurant limb (16x13x124) was also implanted. Per the physician the cause of the event is undetermined but may be related to a hypercoagulability condition of the patient. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Film evaluation summary: the reported stent graft thrombus was confirmed; however, the cause could not be determined from the post-implant films provided. A ngiograms during implant and earlier post-implant films were not available. CT¿s returned from 22 months post-implant revealed that beginning at the level of the suprarenal stents, significant thrombus (>50 % occlusion) was seen within the ID of the bifurcate aortic body, and areas of thrombus extended down the length of both limbs. The bifurcate proximal od measured ~28mm, and 2cm lower near the mid-level of the aortic body where the bottom of the neck narrowed the bifurcate was compressed down to 21 x 23mm in diameter. The bifurcate ipsi limb on the right had been extended with another limb into the distal portion of the right common iliac artery, and a bare stent was seen beginning just distal to the right limb and positioned into the right external iliac artery. The ID of the right external stent ranged from 8 ¿ 9mm, and distal to the right stent the right external flow lumen measured 6 ¿ 7 mm with no appreciable thrombus observed. On the contra/left side a stent was also seen extending from the distal left/contra limb into the left external iliac artery. The stent ID within the left external ranged from 7 ¿ 8mm, and distal to the stent the left external flow lumen measured 5 ¿ 6 mm with no appreciable thrombus observed. The exact cause of the thrombus confirmed within the bifurcate aortic body, and to a lesser degree within both limbs, could not be determined. Other than the slight bifurcate compression seen within the aortic body near the bottom of the neck, analysis of the returned films did not reveal any stent graft characteristics that could potentially explain the observed thrombus. No other stent graft kinks or compression was observed. It is possible that patient anatomy may have contributed to the reported stent graft thrombus. It was initially reported that the patient had pre-existing vessel stenosis, with low flow observed within the right internal iliac artery. Post-implant films confirmed stents placed within both external iliac arteries, and small caliber external iliac vessels distal to the stents. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film analysis summary: the cause of the thrombus reported within the bifurcate and iliac limb(s) could not be determined from the pre-implant films provided. Images during implant were not available and post-implant films were not provided, and an assessment of the reported thrombus events and stent graft system configuration could not be performed. A pre-implant CT/3d film report revealed the proximal neck diameter ranged from 27.5 ¿ 26mm along a 20mm length. Thrombus was reported within the neck; however, the amount of the thrombus and resulting potential flow lumen reduction could not be assessed. The distal aorta was small measuring 19 x 14mm with some calcification present. The right iliac was essentially straight, and the left common iliac was moderately tortuous with a 90 deg lateral bend seen near its mid-length. The right common iliac artery ranged in diameter from 15 ¿ 12mm with low flow was noted into the right internal iliac artery, and the proximal right external iliac appeared stenotic. The external iliacs were small; measuring 6mm in diameter bilaterally. It is possible that patient anatomy may have contributed to the reported stent graft thrombus. The small distal aorta and external iliacs, and the acutely angulated lcia may have all been a factor. The pre-existing vessel stenosis, low flow observed within the right internal iliac artery, and vessel thrombus may have also led to the reported stent graft clots. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.